Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug. It was reported that the patient had loss weight and the pump was causing discomfort at the pocket site. A pocket relocation was offered but the patient refused and the system was explanted. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the devices were discarded and would not be made available for analysis. No further complications have been reported as a result of this event.